Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 08/15/2017 with the following findings: the complaint could not be duplicated or confirmed during investigation. Review of the pump¿s black box indicated no abnormal pump behavior. The basal history appeared to be inaccurate due to a prime that occurred on (B)(6) 2017 while a 0.0-unit basal rate program was running. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries performed during investigation were recorded accurately in the pump¿s history.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose on an unknown date was 30 mmol/l. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's delivery settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that the pump's basal history did not correlate appropriately to the programed basal rates. This complaint is being reported because the reported health event was attributed to an alleged pump issue.